Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced repeated "pairing failed" messages on the minimed mobile app after a software update, despite following all troubleshooting steps, including re-pairing and restarting both the pump and mobile device. Diagnostic logs were successfully uploaded to carelink. Additionally, the customer received pump error 23(post-reset ram crc alarm). The customer reported no adverse event. The event involved product(s) mmt-1884l, mmt-6101. Troubleshooting was performed. Alarms were cleared and are considered normal after the pump was stored or without a battery for an extended period. The patient was advised to monitor the pump and call back if further issues arise. No harm requiring medical intervention was reported. No product return is required for mmt-1884l. No product return is required for mmt-6101.